Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4)

Event description:
It was reported that during intra-aortic balloon (iab) therapy the iab was advanced as a result of a cxr (chest x-ray) and that the fiber optic no longer worked. There was no information on if the iab was kinked during the advancement of the balloon, but the iab pump was not put on standby during the advancement. The iab fluid lumen is being used as a substitute for the fiber optic. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. One kink was found on the catheter tubing near the y-fitting approximately 76.2cm from the iab tip. The optical fiber was found to be broken within the catheter tubing approximately 66.8cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. We are unable to confirm the reported iab migration because we are unable to mimic the clinical setting. However the optical fiber was found to be broken, confirming the reported ¿fiber optic sensor failure¿. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the iab was advanced as a result of a cxr (chest x-ray) and that the fiber optic no longer worked. There was no information on if the iab was kinked during the advancement of the balloon, but the iab pump was not put on standby during the advancement. The iab fluid lumen is being used as a substitute for the fiber optic. There was no reported injury to the patient.